Event description:
It was reported that coupling and/or communication issues were occurring with the pt's device. It was noted that the patient had lost weight, and had passed out and fallen on her device prior to the issue. The cause of the pt's fainting episode or weight loss was not reported. The pt was getting coupling bars at 4, but then it would quickly drop down to 0 or 2 bars, and would stay there. The pt used to get 6 to 8 bars. It was noted that recharging the device was a long process. The pt indicated the implanted device seemed tilted. Adding an add'l spacer and using a replacement antenna was attempted, but failed to resolve the problem. The pt was to receive a replacement recharging device. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).